Event description:
The angiosculpt catheter was used for a therapeutic coronary procedure in a moderately calcified lad lesion. During use, the balloon did not fully deflate, even after multiple attempts to pull negative. During removal, lots of resistance was noted, including when pulling the catheter back through the guide catheter, resulting in an unraveled scoring element. The procedure was completed with no patient injury reported.during device analysis, the balloon was able to inflate and fully deflate with no issues.this product problem is being submitted due to the detached scoring element; potential for harm.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt catheter was returned for evaluation. Visual inspection found the scoring element detached from the damaged intermediate bond and pulled distally over the distal tip but remained intact to the device. During functional testing, using an indeflator filled with green color dye water, the balloon inflated and fully deflated with no issues. Block h6: a probable cause of the detached scoring element may be due to the resistance experienced from the balloon not fully deflated, likely requiring some degree of force for removal. The cause of the balloon deflation issue could not be established since the returned catheter inflated/deflated with no problems found. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.